Event description:
Procedure: lung resection. According to the reporter: left lower lobe. Upon firing over lobar bronchus, malformed staples were stuck in the sulu and would not allow instrument to release from tissue. Tissue was resected with another stapler. Pt status reported as ok.

Manufacturer narrative:
Initial report sent to FDA on 7/31/08.